Event description:
The customer observed false positive alinity I total b-hcg results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6) =31.69 miu/ml (> or = 25.00 miu/ml= positive) /repeated on another tube on alinity ai02396 from same patient=<2.30 miu/l and < 2.30 miu/l (< or =5.0 miu/ml=negative) /both tubes repeated on alinity ai02008=< 2.30 miu/l and <2.30 miu/l. There was no reported impact to patient management.

Manufacturer narrative:
Updated postal code =(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Updated section d3 email address for medical device contact person and g1 manufactures site email to (B)(6). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data, in-house testing of alinity I total b-hcg reagent lot 32498ud00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 32498ud00 was evaluated using worldwide data from abbottlink. The median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. Accuracy testing was performed using a retained kit of lot 32498ud00 with panels, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent lot number 32498ud00.